Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver ceased to function. The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot was performed and failed due to receiver not turning on. A receiver download was attempted but could not be performed due to receiver not powering on after charging. The receiver case was opened, and an internal visual inspection was performed and failed due to moisture damage on main circuit board. Confirmation of the complaint was undetermined. The probable cause could not be determined.